Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's log files were submitted for review. The event log files captured controller internal faults (f22, f23), power cable disconnect, low power hazard while connected to the mobile power unit (mpu) on (B)(6) 2025 from 10:50:19 to 10:50:56. There was no pump interruptions during these events as controller's emergency backup battery (ebb) functioned as intended. The alarms resolved when the mpu regained power. Based on the data visible in the log files, the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via analysis of the submitted log file. The log file contained events from 17oct2025 through 22oct2025. On 18oct2025 from 10:50:19 ¿ 10:50:34, while connected to the mobile power unit (mpu) controller internal fault alarms associated with a vs_a_low fault and vs_b_low faults were active; these faults will activate when the controller motor voltage va_s and vb_s are between the ranges of 1v ¿ 13.4v, and when there is a detection in over voltage. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The system controller, (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. A root cause for the reported event was unable to be conclusively determined through this investigation. The heartmate 3 instructions for use (IFU) provides information on how to troubleshoot the system controller, including system controller faults. To resolve a system controller hardware fault, the user is instructed to switch to the backup system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including controller faults. These documents explain that controller fault is a non-transient alarm that requires specific user action to resolve. The alarm remains on the user interface screen until the alarm condition is resolved or permanently disabled by a clinician and therefore do not appear in alarm history. To resolve the alarm patient¿s must call their hospital contact immediately for diagnosis and instructions. Additionally, they should switch to the backup controller if instructed to. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.